Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year, 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted with hemoglobin level of 5.6 and transfused on both (B)(6) 2019. The patient was reportedly not on any anti-platelets or warfarin. It was reported that the subject needed paracentesis for ascites. Additional information was requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events and heartmate 3 lvas, serial number (B)(6) could not be conclusively established through this evaluation. The account communicated that the patient was admitted with hemoglobin of 5.6. Major bleeding was reported. The patient received blood transfusions on (B)(6) 2019 and (B)(6) 2019. The patient was reportedly not on any anti-platelets or warfarin. No alarms were report for this event. It was later reported that the patient needed paracentesis for ascites. Multiple requests for additional information were sent to the account; however, no further details were provided. The patient later expired on (B)(6) 2019 (investigated under (B)(4)). Per (B)(4), heartmate 3 lvas, serial number (B)(6) will not be returning for evaluation. The hm3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system and provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.